Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Reportedly, the customer had delivered two boluses prior to the low. The customer's wife provided assistance and the customer consumed carbohydrates to address the bg. Recommendation was made to consult with healthcare provider regarding diabetes management.